Event description:
In 2008, the sales rep reported that during surgery the surgeon was bending the plate, the plate broke at the screw holes and plate connection. The surgeon used another plate to finish the case as intended. No surgical delay or harm to the pt. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.